Manufacturer narrative:
The device is unavailable for evaluation as it remains in situ. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during surgery a coronet cage fell down into the intervertebral foramen when the surgeon inserted the cage vertebral space of l2/l3. The surgeon re-inserted the cage after picked up it form the foramen. And there was no problem at the time. After the surgery, the surgeon confirmed neurological symptoms at the l2/l3. The patient could not move both legs. Few days ago, the patient could move legs slightly. The surgeon commented that they will monitor the situation.